Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 400 to 500s mg/dl. Customer was treated with insulin pump. Customer state that insulin pump had insulin flow block alarm. Customer was not able perform troubleshoot at the time of call. The product will not be returned for analysis.